Event description:
The procedure was to treat a calcified lesion in the circumflex which had been pre-dilated. The pixel stent was used in an attempt to cross the lesion, but it would not cross and become stuck. When the stent delivery system (sds) was removed from the patient's anatomy, it was noticed that the stent was not on the balloon. An attempt was made to snare the stent, but the location of the stent was not known so the attempt was aborted. No patient effects were reported.